Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On 07/27/2025, it was reported by the spouse that the rcvr didn't alert yesterday when cgm was 55 mg/dl. The reporter called the paramedics the day before the call around 1pm because the patient blacked out. He was recovering when the paramedics arrived. Reversal of hypoglycemia was not documented. The paramedic tested the bg and it read 72 mg/dl. The dexcom rcvr was showing the correct cgm but the alert/alarm didn't go off. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.